Event description:
A report was received that the patient's ipg became exposed through the skin. The patient underwent a pocket revision wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.